Manufacturer narrative:
(B)(4). Result of examination: the history log files of the received sample were read out and analyzed. No hints for a deviation of the delivery accuracy were found. Thereupon the infusomat space was subjected to a visual and functional examination. No external damages were found. The device showed age-based marks of use and slightly contaminations. The spaceline, which was engaged for technical purposes, was dependably identified and could be selected. A start-up was possible without reservations. For checking the delivery accuracy the device was tested according to the requirements of the technical safety check three times and a measurement according to (B)(4) was performed. All measured values were within specification. The pump operated as intended and the reported failure could not be reproduced. Based on the results of this investigation, no conclusions can be made regarding the cause of the event.

Event description:
As reported by the user facility: ((B)(4)): over infusion: patient receiving a noradrenaline infusion. Blood pressure erratic. Ranging from 200 systolic to 70 systolic. I felt patient was receiving surges of noradrenaline rather than constant infusion of 4mls/hour. First I flushed all central line ports to ensure patency. This had no effect so I replaced the infusion pump. Immediately patient's blood pressure more settled (...).

Manufacturer narrative:
(B)(4). The device is currenty shipping from user facility to (B)(4) for investigatoin. A follow up report will be provided when the examinaation results become available. (B)(4).